Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device associated with this report was not returned. A review of the provided photographs could not confirm the complaint. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
All prostalac molds need replacing as the threads are stripped, which results in the surgeons needing to use vice grips to clamp the mold down. They are very old and have some gaps, which does not allow for a proper implant to be created.